Manufacturer narrative:
The product was not returned for evaluation. We are unable to assess if any product condition could have contributed to the patient's infection. No lot release or sterilization records were reviewed because no product lot number was reported. Omnipod insulin management system ¿ user guide. Model: cat45e/cat45f. 15546-aw rev d 06/2016. Using the pod 5 / page 43. Warning: to minimize the possibility of site infection, do not apply a pod without first using aseptic technique. This means to: wash your hands, clean the insulin vial with an alcohol prep swab, clean the infusion site with soap and water and keep sterile materials away from any possible germs. Living with diabetes 9 / page 108. Inspect the infusion site daily. At least once a day, use the pod¿s viewing window to inspect the infusion site. Check the site for signs of infection, such as pain, swelling, redness, discharge or heat. Warning: if an infusion site shows signs of infection; immediately remove the pod and apply a new one at a different site. Contact your healthcare provider. Treat the infection according to instructions from your healthcare provider.

Event description:
In (B)(6) 2018 (exact occurrence date unknown), patient reported that she went to her family doctor to have an infection treated. Patient was wearing a pod on her hip/buttocks for an unknown length of time and reported there was redness and irritation at the site of the pod. She was prescribed (B)(6) cream to be applied 4 times daily until the redness went away and an oral antibiotic, (B)(6) , to be taken for five days. It took about a week for the redness to dissipate. Patient was able to activate a new pod and noted there was no irritation with the new device.